Event description:
It has been reported to co that during the procedure the contrast medium discolored upon injection of the material. Reportedly, the fluid "turned green" in the inflation device. The procedure was able to be completed using this device. The patient is reported as fine and the device is being returned for co's analysis.